Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length with stent struts overlapped and bunched within the proximal portion. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the exposed proximal end indicating crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00182. It was reported that stent damage occurred. The target lesion was located in the distal left circumflex artery (lcx). An attempt was made to advance a 2.25x20mm synergy¿ stent through another stent which had been deployed in the proximal lcx however, resistance was encountered upon insertion. The device was removed from the patient and it was noted that the distal edge of the stent was lifted. The device was exchanged to another 2.25x20mm synergy¿ stent however the same issue occurred. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00182. It was reported that stent damage occurred. The target lesion was located in the distal left circumflex artery (lcx). An attempt was made to advance a 2.25x20mm synergy¿ stent through another stent which had been deployed in the proximal lcx however, resistance was encountered upon insertion. The device was removed from the patient and it was noted that the distal edge of the stent was lifted. The device was exchanged to another 2.25x20mm synergy¿ stent, however the same issue occurred. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.